Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a ventriculoperitoneal shunt in their brain because of hydrocephalus. It was stated there had been a few recalls due to the tubing "disconnecting," and it happened to them.